Event description:
It was reported that the customer received repeated no delivery alarms during manual prime. Customer stated she changed the infusion set four times in two days and continued to receive the alarms. Her blood glucose was 211 mg/dl. Customer changed to a different type of infusion set and did not received a no delivery alarm. At this point, her blood glucose had fallen to 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.